Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal hemorrhage/death. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the proglide device was partially placed in the patient's artery and then removed as the patient would not lay still enough to complete the closure procedure. A 6 fr sheath was reinserted and a femostop was used to achieve hemostasis. In the recovery room a retroperitoneal hemorrhage was noted and the patient expired later that day or the following day. Cath lab staff reported the proglide did not cause or contribute to the retroperitoneal hemorrhage and death. Though requested, no additional information was available.